Event description:
The customer reported that the jaws of the device would not open during surgery. There was no pt injury. No further details are available.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.